Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was submerged in the ocean. The customer stated that she was hit by a wave and her back pack was soaked in the ocean. Her blood glucose was low at 40 mg/dl and she almost drowned. She suspended the insulin pump and was stressed because of the incident and her blood glucose rose to over 800 mg/dl. Blood glucose prior to the incident was 148 mg/dl. The customer had not received any alarms and button error alarm was not present in the alarm history. The insulin pump passed the selftest. Customer was advised to monitor the insulin pump.